Event description:
In or doing laparoscopic chole with physician, 5 mm laparoscopic clip applier placed on biliary duct and fired. No clip discharged. Surgeon attempted to fire a second time and again no clip was discharged. No apparent injury to patient.